Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) (B)(4) on behalf of the patient, alleging the onetouch ultra2 meter has an issue. This complaint was classified based on the customer care advocate (cca) documentation. The reporter could not identify the meter issue but indicated that due to the issue, the patient had symptom of sweating. There was no report of any required hcp medical intervention. The issue was not resolved or identified during troubleshooting. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient reportedly had symptom that can be suggestive of hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s meter and test strips have been returned on 10/6/2014 and 10/10/2014, respectively, and evaluated by lifescan product analysis on 10/8/2014 and 10/12/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.